Manufacturer narrative:
E1 initial reporter phone: (B)(6) the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a qdot-micro, uni-directional, d curve, c3, split handle after approximately 40 minutes since the start of the catheter's usage there was a char identified during the right pulmonary vein ablation. The char was found on the tip of the electrode. The power settings were 50w and 90w. There was no increase in impedance during ablation. The physician commented that insufficient irrigation when using 90w may cause charring on the proximal side of the tip electrode, and that while there were no irrigation issues they suspected that the default irrigation flow setting of 8ml/min was not enough for irrigation. There were no issues with the pump switching between low and high flow. The char was removed and irrigation flush was conducted. The procedure was continued with the same catheter and no further issues occurred. No patient consequences have been reported.

Manufacturer narrative:
On 23-jan-2024, the product investigation was completed. It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a qdot-micro, uni-directional, d curve, c3, split handle after approximately 40 minutes since the start of the catheter's usage there was a char identified during the right pulmonary vein ablation. The char was found on the tip of the electrode. The power settings were 50w and 90w. There was no increase in impedance during ablation. The physician commented that insufficient irrigation when using 90w may cause charring on the proximal side of the tip electrode, and that while there were no irrigation issues they suspected that the default irrigation flow setting of 8ml/min was not enough for irrigation. There were no issues with the pump switching between low and high flow. The char was removed and irrigation flush was conducted. The procedure was continued with the same catheter and no further issues occurred. No patient consequences have been reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and functional test of the returned device were performed in accordance with bwi procedures. According to the decontamination site, char was observed on the tip area, however, during a visual analysis in the lab there were no damages or anomalies on the device. No char residues were identified. The lost of the char residues could be related to the decontamination process. The device underwent tests for temperature, impedance, and patency, and was found to be working correctly. The char issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the evaluation determined that char is a physical phenomenon of rf (radiofrequency). The IFU also states the following: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. A manufacturing record evaluation was performed for the finished device number lot 31103152l, and no internal action related to the complaint was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).